Event description:
It was reported that during an unknown procedure, one of the jaws was completely detached. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.